Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2019, the patient presented with severe aortic regurgitation and a tear was identified from the stent extending between the ncc and rcc. The valve was explanted and replaced with a 19mm sorin mechanical valve. A peri-operative stroke was reported and the patient remains in the hospital.

Manufacturer narrative:
Additional information: regurgitation was reported, and the reported tear was confirmed. All three leaflets contained tears. There was fibrous pannus ingrowth on the base of leaflet 3. Morphological and histopathological examination concluded that all three leaflets contained tears. Fibrous pannus ingrowth was found on the inflow surface of leaflet 3. There was a microcalcification in leaflet 3, as well. No acute inflammation was present. The sewing cuff was completely removed, and all three leaflets contained indentations consistent with a tool mark. If this was damage incurred at explant, the extent of the leaflet tears prior to removal of the device from the patient could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This review was inclusive of the final inspection videos which demonstrated final valve functionality. The cause of the torn leaflet could not be conclusively determined; however, the severity of the damage to the sewing cuff and host to device reaction (pannus formation), along with the selected valve size (23 mm) larger than the replacement valve (19 mm), are possible evidence of fusion to the patient aortic wall. This, along with the pannus noted on the inflow surface, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.